Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the agent dcb device was returned for analysis. Visual, tactile and microscopic testing was performed on the device. Examination of the shaft polymer extrusion noted and break in the inner lumen at 24.1cm distal from port exchange with the distal section of the balloon including the tip and distal markerband not returned. A detailed microscopic examination of the balloon material identified a complete circumferential tear in the balloon at 23.5cm distal from port exchange and therefore the balloon could not be inflated. Due to the circumferential balloon tear, leakage testing could not be performed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (dlcx). A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. Following pre-dilatation, the agent device was advanced into the patient; however, the balloon ruptured and failed to cross the lesion due to angulation. The procedure was successfully completed with another same device. There was no patient complication, and the patient condition was good post procedure.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (dlcx). A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. Following pre-dilatation, the agent device was advanced into the patient; however, the balloon ruptured and failed to cross the lesion due to angulation. The procedure was successfully completed with another same device. There was no patient complication, and the patient condition was good post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).